Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and seal plugs noted no anomalies, and the setscrews move freely. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Impedance testing was performed where all values were within normal limits, and no noise was able to be reproduced when lightly manipulated. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report high out of range impedances.

Event description:
This device was explanted and replaced for a therapy upgrade to a dual chamber implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed high pacing impedances of greater than 3000 ohms. There were no other observations noted. The system will continue to be monitored.